Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed reservoir volume empty. However, the pump display appeared to read "recalibrate" and then indicated that there was 9 ml remaining. They stated that there were "tons of air bubbles in the line" and the medication bag was empty. This event occurred at the patient's home and was operated by a health professional. They do not have any additional information at this time. There was patient involvement, and no patient harm/adverse event reported.